Manufacturer narrative:
Evaluation results: visual findings of the unit revealed no physical damages on the exterior housing. Evaluation of the unit found that the unit had power with batteries installed in the compartment but did not sound when nothing was connected. Additionally, the unit had no power when in use with an ac adapter. Upon opening the unit, there were three faulty electronic components observed on the printed circuit board assembly (pcba) causing the unit for not working as intended. The speaker circuitry was found out to have a u3 (audio amplifier) faulty component while the power circuitry was found out to have r2 (resistor) and u2 (voltage regulator) faulty components. After replacing all faulty components, the unit functioned properly when in use with a magnet and sensor pad. This could be caused by using the unit with a non-posey ac adapter which has a higher voltage output leaving the unit for not functioning as intended for use. Consequently, the customer was notified via email with instruction for use attached reminding them to only use posey ac adapters with our alarms to ensure proper alarm function and to prevent damage to the alarms. If the fail-safe is not working, it may not alert the caregiver if a sensor is disconnected or not working and could contribute to a patient incident. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. A device history record (DHR) of the affected serial number did not reveal any issues that could have contributed to the reported incident. No ncrs were identified. The unit passed all verification testing and met manufacturing specifications prior to being released for distribution. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacture file reference # (B)(4).

Event description:
Customer reported one alarm via email. Unit does not power on, no signs of corrosion or damages.